Manufacturer narrative:
Correct UDI provided. Updated to proper value. Device manufacture date provided. Updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the grey tracker was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device lot number provided. The tracker was returned to the manufacturer for evaluation. Testing found that the tracker had galling on the associated instrument. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.